Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation of this device, telemetry was lost and the caller reported difficulty re-establishing connection. A boston scientific technical services consultant discussed the clinical observations with the caller and troubleshooting ideas if the issue is experienced again. No adverse patient effects were reported.